Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the tampon pieces and later during urination, another piece of pledget was expelled. Consumer went to the doctor the same day and had a vaginal exam. No further pieces were found during the exam. She did not receive any additional medical treatment and did not experience any adverse health effects.